Manufacturer narrative:
The customer was contacted, and it was reported that the batteries were replaced, and the device still had an issue with powering on due to bus voltage being low. The device has been retired. No other information was provided. As of (B)(6), 2020, philips no longer support accessories, supplies, upgrades, and repair support parts associated with esprit/v200.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10nov2020.

Event description:
It was reported to philips the unit fails to power on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.